Event description:
The pt stated, that while changing her insulin cartridge she noticed insulin had leaked into the cartridge compartment of the infusion device. She stated that the insulin cartridge was cracked at the bottom near the plunger. The pt was advised to dry the insulin from the cartridge compartment and she was able to insert a new insulin cartridge and prime the infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.